Event description:
During a clinical procedure, the physician was trying to remove the 4 x 6 coil because it wasn't completely fitting into the aneurysm. Upon trying to withdrawal the coil it began to stretch. He then tried to advance the coil back into the aneurysm and it detached.